Event description:
Upon opening the package of a baby bottle nipple, staff noted a black substance on the inside the nipple. It did not reach a patient. The packaging was intact with no obvious breach to the integrity of it.